Event description:
Customer reported blood glucose results of 420 mg/dl and 140mg/dl within 10 minutes on aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the aviva system, replacement was sent.